Event description:
The device was never introduced into the body since the damage was observed during visual inspection after removing it from the package. The distal tip was flattened. The outer box showed no visible damage.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated 12/31/2009. A review of the design history record was completed (l12059) and no anomalies were observed. All appropriate inspections were completed. On the sub-assembly level (part #0918-02 lot #l11930), all visual and dimensional inspections were completed per process monitoring requirements. In additional all destructive testing was completed per required process monitoring requirements and met specifications. No anomalies were observed in the manufacturing of this lot. The parts manufactured in this lot and the sub-assembly lot met the required criteria and are deemed acceptable.